Manufacturer narrative:
Patient¿s gender and weight is unknown. Event date: unknown. This report is for one (1) unknown 90 mm lag screw. Part and lot numbers are unknown. Without the valid part and lot numbers, the UDI is not available. Complainant device is not expected to be returned for manufacturer review/investigation. PMA (510k): unknown, as the specific part number for the lag screw is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient initially underwent a hip fracture repair with a dynamic hip screw (dhs) and plate on (B)(6) 2017. Postoperatively the patient presented to the emergency room on or about (B)(6) 2017 after the patient had a fall. X-ray taken confirmed the hardware failure, the lag screw had cut out. On (B)(6) 2017 the surgeon decided to remove the synthes dhs plate and screws. The patient was revised with a synthes trochanteric fixation nail advanced (tfna). During implant removal, the t handle (dhs/dcs one-step insertion wrench) broke into two pieces. No items were left in the patient. The surgeon was able to remove the lag screw with an additional sterile dhs set. The case was delayed approximately 4-5 minutes during implant removal. The surgeon fixed the fracture with a new tfna nail and helical blade. The surgeon was pleased with the outcome. Concomitant medical devices reported: two hole dhs 130 plate (part # unknown, lot # unknown, quantity 1), compression screw (part # unknown, lot # unknown, quantity 1), 40mm 4.5 cortex screws (part # unknown, lot # unknown, quantity 4) this report addresses the revision surgery due to the lag screw cut out. The issue of t-handle breakage during the hardware removal has been captured under the linked complaint (B)(4). This report is for one (1) unknown 90 mm lag screw. This is report 1 of 1 for complaint (B)(4).